Manufacturer narrative:
Report source country: (B)(6). PMA/510(k)#: class I exempt. Device evaluation summary: as per service report at the time of receipt, we confirmed that the joints were not fixed properly. Loose joint screws are not subject to repair and cannot be repaired. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having l4/5 med for an indication of herniated disc. It was reported that the joint fixation defect was noticed.¿there were no patient symptoms reported. There were no further complications reported regarding the event.